Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer jumped into a pool with her insulin pump and received a button error alarm. Water was under the lcd screen. The customer's blood glucose level was over 400 mg/dl while she was off the insulin pump. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.